Event description:
The customer reported that at 5:20 am her blood glucose measured 306 mg/dl; she corrected with a 3.1 unit insulin bolus. At 8:00 am her bg had decreased to 262 mg/dl and she took another 1.25 unit bolus. At 11:22, with bg of 315 mg/dl, she removed the pod and corrected with a manual injection. She stated that the cannula came out of the skin and looked bent.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect of deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The caller felt wetness on the adhesive pad and believes the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Use a new vial of insulin to fill the new pod."